Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) was identified in patient event log. On (B)(6) 2014 at 09:38 the home patient's (hp) drain volume was 2421ml, during cycle six. An additional post therapy drain of 658ml then occurred for a total drain of 3079ml. The largest prescribed fill volume was 1900ml. This meets increased intraperitoneal volume criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was one or more cycles advances to next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.